Event description:
Return reason: when a dr took off the red cap from the connector, the upper connector part (with pins) came off the connector body. Analysis determined: investigation found that the thermistor connector cap became disconnected from the connector base due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and qa personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.